Event description:
The hosp reported that a stable bi-ventricular assist device pt experienced an acute hemodynamic decompensation due to dislodgement of the atrial cannula following the pt being acutely turned in bed. The pt was taken to the operative room for emergent exploration. The operating notes indicated that upon closer inspection there appeared to be a massive disruption of the left atrium around the cannula and tearing and destruction of the left atrium. The event is suspected to be related to the pt's pannus having torqued the cannula. It was noted that there was a moderated amount of air that had sucked into the lvad and probably into the aortic arch. The pt had no blood pressure for an extended period, experienced massive blood loss and the injury to the left atrium was irreparable. As a result, the decision was made that this was a non-salvageable situation. The pumps were shut off and the pt expired.